Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut but the aspiration was still working during surgery. The product was replaced and procedure completed with no patient harm. Additional information been requested. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
One probe was returned for evaluation. The sample was visually inspected and was deemed to be nonconforming. The shell/needle assembling is detached from the front housing. The inner cutter is bent approximately 10 degrees. Function testing could not be performed due to the damaged probe. The probe was disassembled and the components inspected. There was approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The complaint evaluation does confirm the probe is nonconforming and would not cut due to the detachment of the probe components. The root cause for the separation of the shell/needle assembly cannot be determined from this evaluation. Force would be needed to remove the shell from the remaining probe device and this evaluation cannot determine when and how this detachment occurred. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4),